Manufacturer narrative:
Unit passed displacement test, rewind and basic occlusion test. No motor error alarm noted during testing. Unit was unable to prime during prime test due to faulty gold force system sensor resistor. The motor was tested outside of the device and passed. Unit received with cracked reservoir tube lip, minor scratched display window and cracked case at display window corner. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed a series of motor errors and the display screen is not as bright as usual. Customer's blood glucose was 93 mg/dl at the time of incident. Customer does not recall any significant events leading to the error. Troubleshooting was done for motor error and customer was able to rewind the pump but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.